Event description:
The customer's mother reported that her son's blood glucose and insulin history is as follows. At 7:08 pm the pod was deactivated and she noticed that the cannula was out of his skin. There was a small amount of blood noted on the site and on the adhesive pad.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.